Event description:
It was reported that the device exhibited post-paced t-wave sversensing (pptwos). The patient presented to the clinic, and programming changes were made. The patient was stable with no adverse health consequences.